Event description:
A piece of the maryland bipolar forcep for the davinci xi robot broke off while in use. Piece fell into surgical site, but was successfully retrieved. A piece of the yellow protective plastic also broke off and fell inside the patient - that small piece was also recovered. Instrument has been taken out of service. Manufacturer response for robotic forcep, maryland bipolar forceps (per site reporter). Replacement will be provided.